Event description:
It was reported that a patient was admitted to the hospital for the explant of a pain pump. During removal, the catheter broke and retracted into the epidural space. Fluoroscopy was used in an attempt to visualize and retrieve the segment, but it was not retrieved. It was unknown what drug the pump was used to infuse. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The therapy related event device diagnosis was updated to "not applicable," where it was previously reported as catheter break/cut.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that since (B)(6) 2014 the patient had pain at the pump site. This contributed to the patient's desire to have the pump removed. The pump was explanted on (B)(6) 2014 and not replaced. The severity of this event was reported as mild. The event was related to the pump. During the system explant surgery on (B)(6) 2014, it was noted that the catheter was leaking and there was a dense, crystallized coating over the pump pocket capsule. The material had to be removed in order to remove the pump from the pocket. The proximal end of catheter retracted into intrathecal space and was unable to be located and removed during the scheduled system explant surgery. The wound was closed. It was reported that there was abnormal yellow-greenish color discharge and redness at lumbar incision noted by the patient on (B)(6) 2014. The physician evaluated the patient on (B)(6) 2014 at the clinic and noted the lumber incision had become swollen and red and the incision had not closed. The physician noted a wound dehiscence and advised the patient to go into the emergency room. There was a lumber wound infection. The patient developed ensuing serous and purulent drainage from lumbar wound. It was reported to be related to the catheter. There was also a possible cerebral spinal fluid leak (csf) with positional headaches secondary to retained catheter. The patient had reported a positional headache during the office visit on (B)(6) 2014. The patient presented to the ER with a wound infection and was placed on IV antibiotics. Neurosurgery was consulted to remove the catheter. A full l4 laminectomy was performed, the dura was opened, and the catheter was removed. The patient was hospitalized as an in-patient. Severity was reported as moderate. On (B)(6) 2014 it was reported the issues resolved without sequelae. It was reported that the pump was infusing saline.

Event description:
Additional information received reported that examination on (B)(6) 2014 was abnormal for serosanguinous drainage seen on the dressing.

Event description:
Additional information received reported that the event resulted in a serious deterioration of the patient's health. And resulted in prolonged hospitalization.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID 8832, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. The initial MDR was filed as MFR. Report # 3007566237. Additional review showed the correct manufacturing site was site # 3004209178.

Event description:
Additional information received reported that the full l4 laminectomy performed, the dura opened and the catheter removal happened on (B)(6) 2014. The patient was hospitalized as in inpatient, had to have unscheduled clinic/office visit and emergency room visit. It was reported that the severity was reported as moderate.